Event description:
New information received stated the the patient was seen at the following clinic in (B)(6) 2019 where a device pocket erosion was noted. The patient was referred to cleveland clinic for pacemaker system removal on (B)(6) 2019. The patient tolerated the procedure well with no immediate complications.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient developed an infection and the pacemaker system was removed.